Event description:
No serious event occurred. No patients were affected. A customer has reported a potential health hazard. This issue found concerns the optimization of tomohelical and tomodirect plans in raystation 6, 7, 8a, 8b, 9a, 9b, 10a, 10b and 11a, including some service packs. If the dynamic jaw mode is used and an optimization is continued after changing the dose grid or modifying the target roi, the positions of the jaws may change unexpectedly for some control points.

Event description:
Follow-up of report rsa: MDR 3010034862-2023-00008 83773 rs tomo jaws after dose grid change. No serious event occurred. No patients were affected. A customer has reported a potential health hazard. A user reported that they noticed an error during treatment planning. When optimization a tomotherapy plan, they started with a rather coarse dose grid and then changed to a higher resolution dose grid for final fine-tuning. They noticed that the jaws were repositioned incorrectly for some segments. The issue was identified prior to patient treatment. No patient was affected.

Manufacturer narrative:
A software implementation error has been identified. This issue found concerns the optimization of tomohelical and tomodirect plans in raystation 6, 7, 8a, 8b, 9a, 9b, 10a, 10b and 11a, including some service packs. If the dynamic jaw mode is used and an optimization is continued after changing the dose grid or modifying the target roi, the positions of the jaws may change unexpectedly for some control points. In the event that an inappropriate plan is created and not identified as inappropriate during the mandatory plan review, the plan could be approved for treatment. The incorrect jaw positions may then lead to unnecessary irradiation of regions outside the target. This could lead to local over-dose in a risk organ.